Event description:
It was reported that customer experienced issues with "ability to charge battery". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.